Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and due low blood glucose on (B)(6) 2019. The customer¿s blood glucose was in the 45 mg/dl at the time of incident. The customer was treated with intravenous and food an in the emergency room. It was reported that the customer declined troubleshooting low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.